Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
( Device evaluated by MFR) pending evaluation ( concomitant medical products) concomitant device(s): 320-15-01, (B)(4) - glenoid plate, 320-20-34, (B)(4)- compression screw, 4.5 x 34mm, red. 320-20-26, (B)(4)- compression screw, 4.5 x 26mm, orange. 320-20-18, (B)(4)- compression screw, 4.5 x 18mm, white. 320-20-18, (B)(4)- compression screw, 4.5 x 18mm, white. 320-02-42, (B)(4)- expanded glenosphere, 42mm, +4mm. 320-15-05, (B)(4)- glenosphere locking screw. 320-10-00, (B)(4)- humeral adapter tray, +0. 300-01-15, (B)(4)- 15 humeral stem, 15mm. 320-20-00, (B)(4)- torque defining screw kit. 321-20-00, (B)(4)- 0mm & 3.2mm drill bit.

Event description:
As reported, approximately 2.5 years after this male patient had a left tsa implanted, the shoulder became infected, all implants were removed, and a antibiotics spacer was implanted. Patient was last known to be in stable condition following the event. Device will not be returned, disposed of by facility.